Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the lead safety switch (lss) tripped for the right atrial (ra) lead due to an unknown reason. The physician stated he was able to recreate noise in unipolar pacing but not in bipolar pacing configuration. The patient was asymptomatic and all daily measurements were stable, so the lss was cleared and no programming changes were made. One month later, it was noted that the ra lss had tripped again and upon interrogation the lead measurements continued to be stable. The physician was unable to determine when the lss occurred and the patient remained asymptomatic. The physician stated that since the lead issue appears to be intermittent and the patient is not dependent on atrial pacing or sensing, he will leave the ra lead programmed to unipolar pacing and will continue to monitor the situation. The ra lead remains implanted in the patient and no adverse effects were reported. At this time the investigation is complete.